Event description:
Upon removing the sheath in the right femoral artery access site, there was shearing of the sheath and part of the foreign body remained in the patient's right femoral artery. Unable to be retrieved endovascualarly - patient taken to surgery for surgical exploration and repair of the femoral artery.